Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was giving "aspiration n" error message and there was a leak of about 5 ml of diluted bloody fluid near the top of the needle cartridge area. Customer indicated that the leak was contained within the instrument. Customer reported that the needle cartridge bellows contained a larger than normal volume of diluted bloody fluid. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found vacuum chamber vc13 (triple transducer module waste chamber) was not draining and the port tubing was disconnected, allowing vacuum to leak. The vacuum leak prevents the needle bellows from draining. The fse replaced the port plug tubing. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).